Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving intrathecal dilaudid (unknown dose and concentration) via an implantable infusion pump. The indication for use of the device was for lumbar radiculopathy and spinal pain. The concomitant medications and patient history were not reported. On (B)(6) 2016, the patient just got done with an MRI 15 minutes ago, and heard a pump alarm/beep. The patient checked it with the personal therapy manager (ptm), and reported seeing a 8476 code. No symptoms were reported. The patient was redirected to the health care provider (hcp), and the patient stated that she was on the way to the hcp office. No other information was given regarding this event. If the managing physician had been notified and steps taken to resolve the motor stall and alarm remained unknown at the time of this event. Follow-up was being conducted to obtain the missing inform ation; if additional information is received this report will be updated.